Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the complaint instrument confirmed that the balloon has been inflated and was returned in a partial deflated state. After introduction of a 0.018 inch reference guidewire, functional testing was performed by successfully inflating the balloon with up to 15 atm (rbp). Microscopic inspection of the balloon surface revealed no damage or irregularity. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leakage test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
A passeo-18 balloon catheter was chosen for treatment of a moderately calcified lesion (60 percent stenosis degree) in the moderately tortuous anterior tibial artery. The balloon was placed in the lesion and inflated up to 6 bar. Then, imaging showed leaking contrast medium. The device was withdrawn and another balloon was used to complete the intervention.